Event description:
A surgeon reported a pt with a myopic surprise following intraocular lens (iol) implant surgery. The surgeon reported no secondary procedures are planned. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/05/2010 and 11/29/2010 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).